Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open whipple procedure, while assembling the device in the table, the handle showed that the signal of the adapter failed. The adapter was able to be connected. All steps were properly followed to fire but when the toggle was pressed to fire, the adapter did not fire the reloads. The adapter was replaced to complete the case and resolve the issue. There was no patient injury.